Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Cts provided assistance in resetting the pump, and confirmed that the malfunction code did not occur again. Customer was instructed to continue using the pump and to call back if the malfunction recurred, acknowledging and understanding the guidance provided.